Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the available information the cause of reported unspecified tissue injury cannot be determined. The reported unspecified tissue injury as listed in the mitraclip system instructions for use is known possible complication associated with mitraclip procedures. The reported unexpected medical intervention is the result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is being filed to report the leaflet damage. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 3. The leaflets showed signs of degenerative alteration with a thin posterior leaflet and a small flail on the anterior leaflet and posterior mitral anulus was slightly calcified. The clip delivery system (cds) was advanced to the mitral valve and both leaflets were grasped in central position with good results, reducing mr to 1. During leaflet insertion assessment, it was noted that the posterior leaflet had suddenly ruptured near the base, and mr worsened to 4. The clip was opened again and was moved medially next to the rupture. The clip was implanted, reducing mr back to 3. A second clip was implanted medially to the rupture, reducing mr. Two clips implanted, reducing mr to 1-2. Overall, the physician judged the procedure to be successful, no additional information was provided.